Event description:
It was reported that an ilet user experienced elevated blood glucose around 182 mg/dl after dinner and had been entering additional meal announcements as corrections despite no infusion set leaks and a same-day set placement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no alerts or alarms. Investigation included customer care agent troubleshooting and user education regarding appropriate use of meal announcements and reliance on the device¿s correction algorithm. Investigation of this case revealed user technique error, specifically using meal entries as corrective dosing, which can disrupt algorithmic insulin delivery and lead to persistent hyperglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy use error.

Manufacturer narrative:
Initial.